Event description:
On (B)(6) 2013, this vns patient reported that she had 9 seizures in one day. She believed that her device was ¿stopping¿ stimulation. Follow-up showed that her device was dead. The patient¿s device could not be interrogated to due eos. It was later reported that the patient¿s device a model 103. Clinic notes dated (B)(6) 2013 were received. The notes indicates that the patient had 8 seizures in the last six weeks with the last seizure being one week prior. The patient was tolerating vns but occasionally had to clear her voice. The magnet was being used to abort seizures. The patient had 9 grand mal seizures in the past week. Prior to that, she had only had 2-3 seizure since the last appointment. The patient was tolerating her vns, but she felt like the device was not cycling on. She only felt a jolt with a tingling feeling when she swiped her magnet. The patient also had to swipe her magnet 4-5 times to abort a seizure as opposed to 1-2 times in the past. On (B)(6) 2013, the patient reported that her battery was low and that she had a cluster of 9 seizures, 4 seizure the previous day, and one seizure on (B)(6) 2013. The patient reported that since implanted, she can't complete a yawn. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Event description:
Attempts for relevant information were unsuccessful; however, it was noted that as of (B)(6) 2013, the device was not at ifi. The surgeon believed the device was fine but that the patient should follow-up to adjust settings due to the increase in seizures.